Event description:
While suturing, the metal part of suture broke off at proximal end and was inside wound. Time spent looking for suture in incision. Suture was located, retrieved and discarded by surgeon. No patient harm. Entire needle noted to be removed and confirmed.what was the original intended procedure?wide local excision malignant melanoma right lower quadrant abdominal skin, right axillary and chest wall sentinel node biopsy.device #1is this a laboratory device or laboratory test?no.